Event description:
Customer reported that the pump battery was not charging, despite using a tandem charging cable and attempting to charge it through a wall outlet. The charging issue did not have an adverse impact on the customer¿s blood glucose level. Customer tried several solutions, like using different wall outlets and adapters, but none resolved the issue. Consequently, technical support decided to send a replacement pump. The customer was instructed to use manual daily injections (mdi) as a backup therapy to ensure the continuity of insulin delivery. Customer acknowledged the instructions to put the pump into storage mode prior to returning it to tandem and agreed to return the problematic pump within 10 days using a pre-paid label.